Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d2b. Common device name: tubes, vials, systems, serum separators, blood collection e.1: (B)(6). Investigation summary: bd received 2 photos for investigation. Evaluation of the attached photos indicated a split or cracked female luer adapter. Additionally, 10 retained samples were visually inspected, and no split or cracked female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component. Bd initiated further root cause investigation relating to the issue of damaged/cracked luer through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, hairline cracks were seen on the luer adapter resulting in sample leakage and recollection. Blood leaked onto the phlebotomist's gloves and surrounding area.